Event description:
It was reported that a rise in capture threshold was noted on the right ventricular (rv). The patient was experiencing thumping to rv pacing. During procedure, a piece of tissue was stuck in the helix, consequently, a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examinations did not find any anomalies except procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.